Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was being connected to a patient but continuously alarmed distal occlusion. The patient did not receive any medication while alarming. A continuous infusion rate of 3.3 ml per hour had been programmed, with a total reservoir volume of 151.8 ml, and remaining volume of 151.8 ml. The length of infusion had been set to 46 hours. The pump was not used to prime the extension tubing and it was primed by pharmacy. No patient harm or no patient injury. The event occurred while in use with patient at the hospital.